Event description:
Upon third attempt at defibrillation, a large pop was heard while charging and the device failed. Bystanders stated an "arch" occured at time of "pop" the device continued to monitor, however, the defibrillator would not charge. Patient's rhythm progressed from ventricular fibrillation to asystole. Patient was pronounced dead.